Event description:
It was reported to resmed that an astral device displayed an error message (sf). There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Review of the device data logs revealed an error message (sf131) related to the main blower temperature sensor. Visual inspection of the pneumatic block revealed damage. The pneumatic block assembly was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported event. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf). There was no patient harm or serious injury reported as a result of this incident.